Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart error. The customer blood glucose level was unknown. It also reported that the insulin pump received unexpected restart error after battery change. The insulin pump passed self test. The customer declined troubleshoot for high blood glucose. The customer was advised that insulin pump will need to be replace. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error, unexpected restart, external error alarms or unexpected vibration or displacement anomalies were noted. Displayable history check failed on startup alarms found at the alarm history file. Displayable history check failed on startup alarms due to a corrupted history file. The motor was tested outside the device and passed. Unit received with cracked case at the display window and reservoir tube lip. Unit was received with minor scratched display window and case.